Event description:
The customer reported intermittent poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the interconnect cable needs to be replaced. (B) (4).